Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Information was received from the pacs administrator on (B)(6) 2016 reporting an exam report was not available. An investigation showed there is a 'report save' event in the audit trail, but no evidence of the report in the 'reports' directory. No logs are available for review as they had truncated. There is no evidence the report was uploaded to the image server and archived. The report was re-read by the physician. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that results in harm. However, there is no indication of a serious injury or death as a result of this issue. (B)(4).

Manufacturer narrative:
This case/complaint was linked to jira (B)(4). Attempts to save a report too quickly causes a "missing report" problem. The jira was closed and verified as being resolved in software build r11.1.2. The site was upgraded to build r11.1.2.2 on 04/07/2017. No further evaluation/investigation will be performed regarding this incident.